Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the index procedure on (B)(6) 2015 was to treat a lesion located in the proximal left anterior descending (lad) artery with 80% stenosis. A 3.5 x 28 mm absorb scaffold was implanted. It was confirmed that the absorb scaffold was fully apposed to the vessel wall using intravascular ultrasound (ivus). At a later unknown date, the patient underwent another intervention due to another stenosis. An unspecified drug eluting stent (des) was placed in the main branch, next to the previous absorb scaffold. It is unclear, if the des was implanted in overlapping technique. After the intervention, it was confirmed using ivus that the des was fully apposed to the vessel wall. In (B)(6) 2016, the patient returned to the hospital for a control visit. The absorb scaffold looked fine and the patient was doing well. On (B)(6) 2017, the patient returned to the hospital due to an acute st-elevated myocardial infarction (stemi) and a scaffold thrombosis was observed. It is unknown if the thrombus was only detected in the area of the absorb or if it was also in the area of the additional implanted des. During the intervention, the patient experienced cardiac fibrillation and cardiopulmonary resusitation was started. After 90 min of stabilization, the patient expired in the end. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the patient. A cine was received and reviewed by an abbott vascular physician who concluded that there was satisfactory implantation of the 3.5 x 28mm absorb scaffold on (B)(6) 2015 with evidence of total occlusion and thrombosis on (B)(6) 2017. The reported patient effects of myocardial infarction, cardiac arrest, thrombosis, ventricular fibrillation and death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: index procedure: the patient presented with a non st-elevated myocardial infarction. The lesion was de novo. The stenosis treated on (B)(6) 2015 was not within 5 mm of the absorb scaffold. The patient returned on (B)(6) 2017 with a myocardial infarction and thrombosis; however, no treatment was performed prior to the patient death the same day. The reported cause of death was mi and thrombosis. The patient was compliant in following their dual anti-platelet therapy for 12 months. No additional information was provided. Although it was reported that no treatment was performed, cine review by an abbott physician noted that balloon angioplasty is attempted in the proximal lad with restoration of flow and residual 40% stenosis with timi 2 flow.